Manufacturer narrative:
The event documented in this complaint was received by ew from the transcatheter valve therapy (tvt) registry during quarter 4 of 2025 for the sapen xt, sapien 3, sapien 3 ultra and sapien 3 ultra resilia valve. This event was identified to have occurred in the tricuspid position. Therefore, the event does not meet FDA's summary reporting exemption (e2016006) criteria for tvt registry adverse events. The device identification (di) number for a 29mm edwards sapien 3 ultra resilia transcatheter heart valve is (B)(4). The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid valve replacement procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention, non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions regular medical follow-up is advised to evaluate valve performance. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. It is possible that the reported event is an anticipated risk of the transcatheter heart valve procedure, however given the limited information available further assessment of this adverse event is not possible at this time. Valve related readmissions may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early or late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, cardiac surgery or intervention occurred 344 days post-implant with no details regarding the reason for surgery or intervention. It is unknown if the event was related to the edward's devices or patient co-morbidities. No additional information was provided, and no additional investigation is possible. Due to the limited information available, the definitive cause or contributing factors for this event cannot be determined. The limited information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 4 of 2025 for the sapen xt, sapien 3, sapien 3 ultra and sapien 3 ultra resilia valves. Multiple events were identified to have occurred outside of tvt guidelines. This event was a serious injury that involved tricuspid valve other unplanned cardiac surgery or intervention, 344 days post-implant of a 29mm sapien 3 ultra resilia valve.